Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level 480 mg/dl. Customer stated that they received various blood glucose level reading from sensor including 150 mg/dl at morning and current blood glucose was 170 mg/dl. The insulin delivery suspended due to sensor glucose and blood glucose difference and blood glucose value at that incident was 268 mg/dl. Customer had a lot of food intake and admitted that ate a lot of bad carbs. Customer did not calculate the correct carbs. Customer also had low blood glucose 58 mg/dl and corrected with food intake. Customer stated that insulin pump had not alarmed insulin flow block. It was found that auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.